Event description:
Reported due to guide break. The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after a percutaneous transluminal coronary angioplasty (ptca) via the right femoral artery. It is unk whether fluoroscopy was done before the procedure; therefore, the condition of the vessel is unk. The device was manipulated but it is unk whether the manipulation was on insertion or removal of the device. It was reported that the device separated at the distal guide leaving the distal sheath, distal guide and foot in the artery. A femstop was applied to the arteriotomy and the pt was taken to the operating room. The device was recovered from the artery and surgical closure was obtained. The pt is reported to be doing "fine" and was discharged from the hosp on an unspecified date. Though requested, additional info was not available.